Event description:
Country of complaint: (B)(6). Incorrect pre-printed label on product (4 boxes).

Manufacturer narrative:
Reported device not marketed in the u.s. However, similar device is. U.s. Agent notified on: (B)(4) 2013. Investigation ongoing at manufacturing site.